Manufacturer narrative:
The sample was requested to the customer, for eval. Biohazard kit was sent to the customer on (B)(4) 2011.

Event description:
The customer reported a 27g anterior chamber needle tip which is used to inject solution into the eye during procedures, detached and punctured the pt's eye causing bleeding in the iris. (B)(4).